Event description:
On (B)(6) 2012, additional information was received. The patient experienced an increase in seizure frequency, below her pre-vns baseline after the accident, not a change in seizure pattern. The physician adjusted the vns settings, and the patient's seizures frequency returned to pre-accident levels. The patient's generator did not flip. Diagnostics were normal after the accident. No interventions are planned.

Manufacturer narrative:
.

Event description:
On (B)(6) 2012, it was reported that this vns patient was in a motor vehicle accident and had a change in seizures. The patient believed that the generator had flipped. On (B)(6) 2012, it was reported that the physician stated that everything was okay and that there was no need for follow up. Attempts for additional information have been unsuccessful.